Event description:
It was reported that stent damage occurred. The target lesion was located in the mid left anterior descending (lad) artery. Following predilation, a 3.00x38mm promus element ¿ long drug eluting stent was selected for use and advanced but failed to cross the lesion even with deep guiding engagements. After multiple trial of crossing the lesion, the device was retrieved. Upon inspection, the stent was noted to have proximal half recoil. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis inside the guide catheter. A visual examination of the crimped stent found the proximal portion of the crimped stent was severely damaged, distorted, bunched distally and lifted upwards from the stent profile. The crimped stent was found to have moved distally on the balloon towards the proximal end of the distal markerband. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile of the device shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the direction for use states: ¿do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgement from the balloon may occur¿. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid left anterior descending (lad) artery. Following predilation, a 3.00x38mm promus element ¿ long drug eluting stent was selected for use and advanced but failed to cross the lesion even with deep guiding engagements. After multiple trial of crossing the lesion, the device was retrieved. Upon inspection, the stent was noted to have proximal half recoil. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).